Event description:
62 year olf female s/p mastectomy had immediate right breast reconstruction with mentor siltex countor expander 800cc. Pt was explanded to full volume, but lost projection in breast after last injection. 2/2/99 was the date that implant was confirmed deflated by ultrasound. She returned to or for expander removal. It was found to have a 7cm tear along its seam.